Event description:
It was reported that a solution administration set had a missing flash ball. There was no patient involvement as this was noticed during setup, before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received the sample for evaluation. Visual inspection and sample analysis showed that the set was conforming as per product specifications as the relevant product code did not contain a flash ball. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.